Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) abruptly reported eos battery status. The device was explanted and replaced without incident.